Manufacturer narrative:
Concomitant medical products: 250ml hospira bag ndc 0409-7983-02, lot 61-073-jt, exp 1 jan 2018, 0.9% sodium chloride injection and 100ml novaplus bag ndc 0409-7811-09, lot 65-003-jt, exp 1 may 2018, metronidazole; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak in the silicone segment while infusing IV flagyl. There was no report of patient harm. The IV was in use for 2 days.

Manufacturer narrative:
The customer¿s report that the set was leaking at the silicone segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment, measuring 0.020 inches long. Visual examination under magnification observed no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.